Event description:
Customer called to report unexpected negative results on a patient sample tested on echo. This sample is from a patient with a known anti-k.

Manufacturer narrative:
A service call was made. The washer manifold was not secured to the instrument; it was secured. The instrument was operating within specifications. The patient in question had been redrawn; the reaction was as expected. The reactivity of the k antigen was confirmed on retention crrs(3), lot r042 and crrid extend I, lot dp034, used by the customer at the time of the event.